Manufacturer narrative:
Patient ethnicity is unknown. Date of infection and non-union is unknown. This report is for unknown locking screws. Part and lot numbers are unknown; UDI number is unknown. Date of implantation is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported on (B)(6) 2018, the patient underwent hardware removal of a titanium (ti) cannulated tibial nail-expert with two (2) locking screws, and a locking compression plate (lcp) lateral distal fibula plate with two (2) locking screws and four (4) cortex screws due to an infection of non-union. Inflammation with pus was noted in the medullary canal. The implantation date of the hardware is unknown. The procedure was completed successfully with no surgical delay. Patient outcome is unknown. This report is for unknown locking screws. This is report 3 of 4 for (B)(4).

Event description:
This is report 3 of 5 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.